Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms one day post device implant. A lead to device header connection issue was suspected. An invasive procedure was performed. The lead was removed from the device header and reinserted. Pacing impedance measurements were then within normal limits. No additional adverse patient effects were reported. This product remains implanted and in service.